Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected insert battery alarms or failed batt alarms noted during testing. No unexpected replace battery now alarms noted in the pump trace download. Pump trace download analysis confirmed the pump alarmed replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool and confirmed replace battery alerts. Due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly peeling keypad overlay at top right corner, peeling end cap address label and corrosion in battery tube

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was unknown. Troubleshoot for failed battery test alarm was performed and customer reported that they did not receive the failed battery test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.